Event description:
It was reported that the patient's blood glucose level reached 600 mg/dl. The pod was worn between 37 and 48 hours. It was noted that the pink slide did moved forward, but the needle and cannula did not insert into the infusion site. The cannula was also not visible upon removal of the pod. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, hyperglycemia or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.